Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional info. Per the physician's office the confirmed procedure on (B)(6) 2013, was conducted successfully with no malfunctions. Zeltiq reviewed the system logs for the treatment date but was unable to confirm the applicators and anatomical areas that were treatment. The officer reported no errors or device malfunctions during the treatment. Treatment in a pt with a hernia in or adjacent to the treatment site is currently listed as a warning in the coolsculpting user manual. It is zeltiq's policy to be conservative and make this report. A f/u report will be made to the agency is and when new info is received about this case.

Event description:
On (B)(6) 2013, a female pt received coolsculpting treatment on her lower abdomen with the coolmax (8.0) applicator and on her flanks with the coolcore (6.3) applicator. On (B)(6) 2013, zeltiq was informed by the treating physician that the pt visited her primary care physician and was diagnosed with a small umbilical hernia. The treating physician stated he was aware that hernia is listed as a warning in the coolsculpting user manual. He reported that the pt had no symptoms or problems prior to her coolsculpting procedure. In addition, the pt called zeltiq on (B)(6) 2013 and reported she did not have a hernia prior to the coolsculpting procedure. Her primary care physician recommended surgical repair for her umbilical hernia, making this reportable.